Event description:
Following a ptca procedure, an angio-seal device was placed. The pt had a diagnostic catheterization. Several hrs post angio-seal deployment, bleeding was noted. The pt was taken to surgery; the surgeon was unable to determine the exact location of the bleeding. Surgeon did find two puncture sites in the right femoral artery, and a large hematoma in the area of these two sites. The surgeon also stated that the angio-seal was noted to be in good position within the common femoral artery. The pt was listed as being in stable condition following this procedure.